Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 5th day after placement. The urologist cut the catheter lumen and the water still did not come out, so a guidewire was used to remove the water. Per additional information from the (B)(4) via email 27feb2020, it was just reported that the guidewire was used in order to remove the water, and the catheter balloon did not appear to be burst or puncture.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced in the returned sample. No conditions were found on the sample that could be associated with reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 5th day after placement. The urologist cut the catheter lumen and the water still did not come out, so a guidewire was used to remove the water. Per additional information from the ibc via email 27feb2020, it was just reported that the guidewire was used in order to remove the water, and the catheter balloon did not appear to be burst or punctured.